Event description:
The MFR rec'd a report of a death while an lma was being used in a hosp. The MFR subsequently contacted the distributor and learned that during the procedure the pt regurgitated and the lma was removed. There was a delay in establishing another airway. The reporter indicated that the death was not directly attributed to the use of the lma, though it may have been inappropriately used in this case. There was no report of any problem with the lma. Further details of the incident have thus far been unavailable. Based on the info learned from the distributor, and the fact that neither the MFR nor the distributor was contacted during any of the subsequent proceedings, the MFR believes that the event did not result from a device malfunction. The MFR is attempting to obtain further details of the incident, and will submitt a follow-up report if add'l info is rec'd.